Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition is unknown.

Event description:
The surgeon was undertaking a t2 nailing procedure in a (B)(6) female patient. At the start of the case during reaming with bixcut reamers, the patient had a pulmonary embolism. The surgeons attempted resuscitation and transferred the patient to itu but the patient passed away some time later. There were no reports of any issues with the bixcut reamer during use and the t2 nail had not been implanted. Update: the patient was a (B)(6) female, overweight (high bmi). She attempted a half marathon on (B)(6) 2018 but dropped out. She complained to a&e of thigh pain; a stress fracture was later noted after 3 visits to hospital and was admitted for a im nail procedure. The case was progressing as planned without incident; however, there was a spiral fracture which the surgeons face difficulty in reducing. Following reduction the surgeon started reaming using the bixcut reamers the anaesthetist reported a pe and the need to intubate and the surgeon stopped the procedure. Following this they started to stabilise the patient and perform CPR. After 15 mins the anaesthetist confirmed that she would not be fit for continuation with the nail even if she was stabilized. All of these devices "has" been in use at the time the event happened as that sequential reaming took place increasing diameter from 9mm ¿ 14.5mm.